Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had a left ventricular assist device (lvad) and was presented to the emergency room (ER) after receiving multiple shocks. Technical services (ts) reviewed and stated that the patient was in ventricular fibrillation (vf). Initial detection was in the monitor zone and therapy was delayed as programmed. Patient received 8 shocks; however, the therapy did not convert the patients rhythm and therapy was exhausted. It was noted on the presenting that there was atrial undersensing. Boston scientific representative stated that the plan is to continue monitoring. This device remains in service. No adverse patient effects were reported.